Manufacturer narrative:
Initial reporter facility name: (B)(6) hospital. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 50 ml, that foreign matter was found in the syringe barrel. The following information was provided by the initial reporter: foreign matter found in syringe barrel. Upon drawing up medication, pharmacy technician noted that a foreign particle was floating in the contents of the syringe.

Manufacturer narrative:
H6: investigation summary it was reported there was foreign matter found in the syringe barrel. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a syringe with no packaging blister. The syringe was filled with medication connected to a needle assembly. At the bottom part of the syringe is a black speck of what appears to be embedded degraded resin. No other defects or imperfections were observed. A device history record review was completed for provided material number 309653, lot number 1335320. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but no physical sample analysis a probable root cause could not be offered.

Event description:
It was reported that while using a bd luer-lok¿ syringe sterile, single use, 50 ml, that foreign matter was found in the syringe barrel. The following information was provided by the initial reporter: foreign matter found in syringe barrel. Upon drawing up medication, pharmacy technician noted that a foreign particle was floating in the contents of the syringe.